Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date. Updated fields: h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, water invasion had resulted in corroded scope socket, rear panel, printed circuit (dp) frame, and optical unit, scope error e177, e226, e238. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited water invasion, scope error e226, e238, e177 no image, and corroded scope socket, rear panel, printed circuit (dp) frame, and optical unit. There was no patient involvement.